Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to perform an annual scheduled preventive maintenance (pm) service on the system. Fss was unable to confirm the reported issue of "vacuum performance not being good". Fss performed the annual pm as well as carried out the field service checklist and calibrations on the unit. The system was found to meet all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported vacuum performance was bad, that the doctor felt vacuum performance is not good lately on several operations. It was reported that the issue is not on a particular operation and that there was no operation delay. It was reported that the operations were completed safely with no patient injury.

Manufacturer narrative:
The trending documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. Based on the investigation results, no corrective action has been issued and no failure was detected with the product. All pertinent information available to abbott medical optics has been submitted.